Manufacturer narrative:
(B)(4). The lot was manufactured from march 31, 2015- april 1, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection noted a purple coil cap shaving inside of the housing and outside of the fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of "purple plastic" inside a large volume infusor. It was not specified when in the process this occurred. The device had been filled with 6000 mg of cephazolin in 0.9% sodium chloride solution to a total volume of 240ml. There was no patient involvement. No additional information is available.